Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. Additional devices involved 1320-0100 target device lot kme902389, and 1320-0090 nail holding screw lot unk.

Event description:
The kitman from stryker (B)(4), reported, during the inspection of products returned by the hosp, he noticed that the 3 devices were jammed together.